Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings:on investigation, the alleged blank display issue was not duplicated. The pump powered up to the verify screen that was fully legible. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Pump casing was opened and no anomalies were found with the display screen and the display connector wire. Unrelated to the complaint, the display was found to dim and discolored. A battery compartment crack was found at the case seal below the grip pad.